Event description:
It was reported that after implant of an extravascular implantable cardioverter defibrillator (ev-ICD) system, defibrillation threshold (dft) testing was performed after r-waves were found to be acceptable after the fifth tunneling attempt. It was noted that the first four locations exhibited low r-waves. The first attempt at ventricular fibrillation (vf) induction with 20 hertz produced a short sequence of vf that self terminated. The patient was then in atrial fibrillation (af) and subsequently sinus rhythm. A second vf induction produced fine and fast vf that was detected appropriately, however soon after detection, during charging the device beganto undersense and aborted the shock after charge end. The clinical team was ready to externally shock the patient, however the device regained sensing, redetected and delivered a successful shock of 30 joules. The sensitivity was reprogrammed to three times safety margin. The ev-ICD system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: dvea3e4 ev-ICD, implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.